Manufacturer narrative:
One new unopened device was returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar device complaints for this lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is not confirmed for embedded particulate. The root cause is attributed to the mfg process.

Event description:
The distributor reported an embedded foreign object in the tubing within the kit during their initial inspection of rec'd product. The device was not sent to user facility. Upon quality engineering review of returned device the embedded object was determined to be free floating contamination within the fluid path.